Event description:
A complainant alleged that the zeon apollo device had shocked her during use.

Manufacturer narrative:
No injuries were associated with this incident; the complainant is doing fine. To date, the product has not been returned; therefore, no evaluation can be conducted. This incident is MDR reportable as a malfunction because the device could cause or contribute to a serious injury if the malfunction were to recur.

Manufacturer narrative:
A visual and physical evaluation of the returned device revealed that there was a cut in the outer jacket of the cable exposing the braided copper wire which is not electrically connected to anything and is not a source of delivery shock. An inspection of the battery pack revealed that it functions as expected. These investigation results indicate that the incident which had occurred was not due to a product failure.